Event description:
It was reported that the patient's battery was depleted despite having been implanted so recently. Per the physician, the patient's initial generator surgery was canceled due to the generator working normally. However, the patient returned the next day and the replacement took place. During the replacement, the physician determined the sensitivity needed to be changed from 1 to 2 and due to this and the originally reported premature depletion, the physician chose to replace the patient's generator. The device history record was reviewed and showed that the generator passed all inspection criteria prior to distribution. The generator has not been returned to the manufacturer to date. No additional relevant information has been received to date.

Event description:
Review of the tablet data revealed no anomalies with the generator, however, high impedance was confirmed to have occurred and the information regarding this will be reported in MFR. Report #1644487-2018-02017. It is also possible that the increased seizures may have been due to the high impedance, so these will also be reported in MFR. Report #1644487-2018-02017 along with the report of undersensing. This report will now only speak to the premature battery depletion previously reported. Analysis was performed on the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Electrical test results showed that the pulse generator performed according to functional specifications. Data stored in the generator showed no low battery voltage condition. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Per available data, there is no evidence of premature battery depletion. No additional relevant information has been received to date.

Event description:
It was reported that the battery was not depleted and this was a miscommunication. It was initially reported in MFR. Report # 1644487-2018-02017 that the patient had the generator replaced due to high impedance and had a decrease in autostimulations. However this was found to be incorrect as high impedance was never confirmed to have occurred. Patient experienced uncontrollable seizures and the number of autostimulations delivered during that period had decreased dramatically. This decrease in autostimulations were believed to be due to a device failure. The reason for the replacement was only due to the loss of autostimulation from undersensing. This MFR report will house any new information received relevant to this investigation. No additional relevant information has been received to date.